Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. As received for analysis, the setscrews operated normally in both directions, and high power visual inspection of the setscrews noted no irregularities. The hex slot was undamaged, and no foreign material was noted within the hex cavity. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Most likely the setscrew was stuck up inside the capture washer; the typical reason for this being the use of an incorrect wrench.

Event description:
It was reported that during an explant procedure for normal battery depletion, the setscrews on this subcutaneous implantable cardioverter defibrillator (s-ICD) were stuck. The physician was able to free the setscrews after hearing a ratcheting sound. This s-ICD was successfully explanted, replaced, and returned for analysis. No adverse patient effects were reported.